Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen responded but was found to be out of calibration. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen would not calibrate. No info was provided; therefore, specific pt info, device programming, or event details were not available. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility, the device touchscreen responded but was out of calibration. No add'l info was provided.